Event description:
New information received notes the patient experienced vomiting and loss of capture was observed on the right ventricular (rv) lead prior to the procedure.

Manufacturer narrative:
The reported events were lead dislodged and cardiac perforation. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. After cleaning the helix could be retracted and extended, by applying torque to the connector pin, the full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the right ventricular (rv) lead was dislodged, and a rv lead perforation was suspected. The rv lead was explanted and replaced. The patient was stable.